Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot numbers 210508 and 210537. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. A picture sample was provided. The picture shows two shelf cartons without the label; however, the shelf cartons in the picture display a different material number than what is captured within this record. The shelf carton labels are printed and placed in the secondary packaging machine. The variable information is printed on the label and then stuck onto the shelf carton before being introduced into the shipping case; all of these steps are done automatically. An automatic detection system inspects the packaging and rejects shelf cartons with missing labels. This detection system is challenged every eight working hours. It has been determined that this issue most likely resulted from a temporary failure in the label feeder causing the shelf carton to not have a label placed. The shelf carton most likely was rejected by the detection system, but the operator did not properly segregate the affected material. H3 other text : see h10.

Event description:
It was reported that 500 bd microlance¿ needles from lot 210508, and 838 from lot 210537 had no labels on them. The following information was provided by the initial reporter: "missing labels."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 210508, medical device expiration date: 2026-04-30, device manufacture date: 2021-05-04. Medical device lot #: 210537, medical device expiration date: 2026-04-30, device manufacture date: 2021-05-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 500 bd microlance¿ needles from lot 210508, and 838 from lot 210537 had no labels on them. The following information was provided by the initial reporter: "missing labels."